Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer's insulin pump was exposed to moisture. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm, blank display or moisture damage on electronic assembly/motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.